Event description:
It was reported that during the implant procedure, the helix took 30 turns to retract and it would not extend again. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the full lead was returned and analyzed. No anomalies were found; however, there was blood in/on helix/lobe mechanism noted. In addition, there was distal conductor blood/body fluid (not obstructed). The blood in the distal conductor most likely entered through the is-1 pin because there are no insulation breaches observed.